Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. The customer's address is unknown.(B)(6) USA has been used as a default. Investigation summary: exec summary: no samples were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for shelf carton label information missing (expiration date) and for polybag label information missing (expiration date) on this lot #. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa: based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - due to the batch being manufactured in 2013 and files are retained for 7 years, no DHR review can be completed.

Event description:
It was reported that 2 bd syringe 0.3ml 30ga 1/2in had label information issues. The following information was provided by the initial reporter: it was reported by the pharmacist that the expiration date was not on the box or the bag of syringes.   Date of event: na. Samples: na.